Event description:
It was reported that during follow-up in clinic, lead was found to be dislodged. The patient did not experience any adverse consequences. Lead was explanted and replaced. Patient¿s condition was stable throughout the procedure and was discharged next day in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.